Event description:
It was reported that during an in-clinic follow-up, it was noted that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition.